Event description:
A malfunction was reported on a pump by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer understood.